Manufacturer narrative:
This product is manufactured in the u.s, but not marketed in the u.s. Conclusion code: acd < 3.0mm. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.0/2.0/98 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted immediately on (B)(6) 2016 due to excessive vaulting. See claim# (B)(4) for problem resolution. As of the date of MDR submission, the lens has been returned and device evaluation is expected, but not yet performed.

Manufacturer narrative:
Lens was returned dry, in a micro centrifuge vial. Visual inspection found the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found the lens to be within specifications. (B)(4).